Event description:
The user facility reported that during deployment of the involved angio-seal, the collagen did not go out, and the anchor looked like it was damaged. The patient kept bleeding and had minor harm; therefore, follow up treatment was needed. Additional information was received on 26 mar 2024: the type of procedure that was being performed for the patient prior to use of the angio-seal was a superficial femoral artery (sfa) stenting using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was resistance when using the angio-seal, and the doctor was not able to put it smoothly. Hemostasis was achieved by manual pressure due to the collage not coming out as well. The blood loss was greater than 250cc's. The patient was stable, and the procedure was completed successfully. The patient experienced minor harm, it took a long time to reach hemostatic. The anchor did not deploy, it is not going outside. No equipment or other devices were used with the involved angio-seal. Additional information was received on 02 apr 2024: due to nurse expectation, the blood loss was unsure. Only one angio-seal was used, then manual compression was performed.

Manufacturer narrative:
Gender: n/a implanted date: device was not implanted occupation: sales manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The components were able to be deployed, however, the suture broke during testing. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).